Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer was informed that a frame interface board was needed. The customer has not given approval to proceed with repairs to date. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported an internal error preventing mechanical ventilation. There was no report of patient involvement.